Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was repaired. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an interlock failure error message which rendered the system unusable. There is no report of pt injury associated with this event.